Event description:
There was an allegation of a questionable eplex blood culture identification gram negative (bcid-gn) panel result from the gm eplex base analyzer. The bcid-gn panel detected enterobacter cloacae complex and klebsiella pneumoniae carbapenemase (kpc) targets. The culture grew enterobacter cloacae complex that was sensitive to all cephalosporins tested and only resistant to amoxicillin-clavulanic acid.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation determined the event was due to a software issue, impacting the kpc resistance gene. While the calculated curve fit technically met the criteria for a positive call, its determination was primarily influenced by the presence of an anomalous noise, causing the algorithm to incorrectly register a positive detection for the target in question.